Event description:
Wedge resection. Slcr55b dlu fired and fully stapled with only the proximal half of the staple line cut. Case was completed with two add'l firings and oversewing of the entire staple line.